Event description:
(B)(6). Nurse clinical educator who is with pt reported cadd solis pump malfunction. Nurse clinical educator reported the pump's battery compartment is broken. Pt is using back up pump. No further information, details or dates available. Pump serial number provided: (B)(6), expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: treprostinil mdv - 22ng/kg/min. Did the reported product fault occur while in use with pt? - unknown did the product issue cause or contribute to pt or clinical injury ¿ no. Is the actual device available for investigation? ¿ unknown. Did pharmacy replace device? ¿ yes. Did the pt have a backup device they were able to switch to? ¿ yes. If yes, was the pt able to successfully continue their infusion? ¿ yes. Is the infusion life-sustaining? ¿ yes. Outcome? ¿ unknown. Pulmonary arterial hypertention.